Event description:
T was reported that during a olecranon fracture procedure, the surgeon tried two lcp olecranon plates of different sizes. Both the times one locking screw got stuck to the bone and plate and would not come out. The surgeon had to use a screw removal tool to remove the screws. A 3.5 mm lcp olecranon plate was used and the procedure was completed successfully. There was a surgical time delay of seventy minutes and the patient outcome was reported as fine. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.